Event description:
It was reported the rf (radio frequency) head needs a rubber foot. Long cable is preferred. The rf head was returned for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable was damaged and fails all uplink testing. It was also noted that the rubber portion of the label was missing. (B)(4).